Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a malignant stricture. Reportedly, the patient¿s anatomy was not tortuous and had been dilated prior to stent placement. During the procedure, the stent failed to deploy. The physician removed the stent fully constrained on the delivery system. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Evaluation report of stent damage. The evaluation report of sheath stent wire perforation. A visual examination of the returned device noted that the outer sheath had been retracted by 4mm. Several of the stent wires had perforated the outer sheath 9mm proximal to the distal end of the outer sheath. The stent was unable to be deployed. The outer sheath was dissected at its proximal end and it was then possible to advance and retract the inner sheath. Some resistance was noted when the distal handle was bent during the initial attempt to deploy the stent. The inner sheath was then withdrawn from the outer sheath and the stent was able to be deployed. It was noted that some of the stent wires were uncrossed in the region where the outer sheath was perforated. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.